Event description:
Procedure type: colectomy. According to the reporter: while using the covidien endo gia stapler, the stapler did not close the wound properly causing the pt to bleed to the extent that the surgeon had to open the abdomen and address the bleeding. The pt underwent a total abdominal colectomy with an anterior resection of a proximal rectal cancer in the setting of hereditary nonpolyposis colon cancer (hnpcc). We began the operation with a hand assisted laparoscopic technique; but we eventually had to extend the incision to manage bleeding from each of the five ultra endo gia white cartridge mesenteric staple lines. We clamped and tied the bleeding tissue, arresting the hemorrhage. Most of the bleeding was oozing but we also observed some small pumpers between staples. We submitted the staples and cartridges to the quality improvement (qi) office. Per the hospital protocol, and told the pt's wife about this situation later the day. He pt manifested an acute abdomen yesterday prompting an abdominal re exploration. We discovered two focal sites of leakage from the eea circular stapler ileo-rectal anastomosis; each about 5mm in diameter staple line. Both perforation sites appeared to be relatively fresh. We sutured each of those openings, lavaged the peritoneal cavity drained the pelvis and diverted the fecal stream with a likely temporary loop ileostomy, the pt has done relatively well since the re-operation, and he extubated from the ventilator. I believe that he should have a decent recovery, all considered. All staples used during the operation were covidien products, their new endo mechanical line. Surgeon called the covidien representative, and he attended the latter half of the pt's re-exploration.

Manufacturer narrative:
(B)(4).